Event description:
An arrhythmia episode recorded by the pacemaker contained an abnormal ventricular signal.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. (B)(4) - abnormal ventricular signal visible on one recorded arrhythmia episode. Analysis is pending.